Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the patient had been having issues with his dialysis cycler and was going to complete his pd treatment in hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient hospitalized on (B)(6) 2018 due to peritonitis. Per pdrn the patient reported abdominal pain and fibrin buildup that was causing drain issues on (B)(6) 2018, and was advised to go to the hospital. Per pdrn the patient had last used the cycler on (B)(6) 2018 and no previous treatments were missed. Per pdrn the patient was scheduled to be discharged (B)(6) 2018 but she was not able to speak with the patient or patient contact regarding the patient¿s current status. Per pdrn the patient did report practicing aseptic technique when completing peritoneal dialysis treatments and it was unknown what may have attributed to the infection. Per pdrn no fluid leaks were reported during treatments or prior to infection. No sample was available to be returned for evaluation. The lot number was unknown. Medical records were requested.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2018, this patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) was reportedly experiencing abdominal pain with fibrin build up that was causing drain issues during pd therapy and as a result was advised to go to the hospital. Subsequently, on (B)(6) 2018, the patient presented to the emergency room (ER) with reports of cloudiness and abnormal discharge in his pd effluent which was described as resembling ¿cottage cheese¿. Vital sings on admission recorded blood pressure (bp) 162/67, pulse 79 and temperature 99.5 fahrenheit. The patient¿s past medical history was significant for hypertension, diabetes mellitus and peripheral vascular disease with concomitant fungal balanoposthitis and soft tissue infection of the left hand and dry gangrene of the left digits which was being treated with antibiotics (augmentin and ceftazidime) and wound vac in place. During hospitalization, the patient¿s pd effluent was cultured which revealed growth of the organism enterococcus faecalis and many white blood cells (wbc). The patient was diagnosed with acute peritonitis secondary to contamination of peritoneal fluid /dialysis catheter (not a fresenius product). Peritonitis. The patient was treated with the antibiotics vancomycin intra-peritoneal (ip) and fortaz ip. The patient was continued on pd therapy with a hospital cycler. Notably, the pt¿s pd effluent was showing improvement in turbidity and wbc count (result unknown). Additionally, the patient was continued on the antibiotic ceftazidime (unknown dose, route, frequency and duration) and treated with cefepime 500 milligrams (mg) every 24 hours for concomitant pre-existing hand infection. On (B)(6) 2018, the patient¿s vital signs recorded bp 175/80, pulse 73 and temperature 37 celsius. The patient was discharged in stable condition continuing pd therapy. During a follow up call with the patient¿s pd nurse, it was reported the patient did not practice aseptic technique when completing pd treatments. However, exact cause for the patient¿s enterococcus faecalis peritonitis infection was not confirmed. Per the pd nurse, there were no reported fluid leak events during treatments prior to the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.